Event description:
It was reported that during a da vinci si surgical procedure,the cable of the fenestrated bipolar forceps instrument was sticking out at the distal end. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that both pitch cables are broken at the distal clevis hub. It is unusual for more than one cable to break. The cable segments that contain the crimp are still installed in clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. There were 2 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.